Manufacturer narrative:
Product complaint #: (B)(4). The following additional information was requested, however no information has been received: please provide photos. Initial procedure date? What date did the reaction occur post op? The reaction treated by removal of prineo and antibiotics. Please advise what intervention was performed and what was used for wound closure? Patient was in the hospital 3 extra days. Please provide details. Please indicate any other medical or surgical interventions performed please describe how was the adhesive was applied? What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Do you have the lot number involved? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Attempts to obtain the additional information have been made with no response to date. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total hip replacement on an unknown date in (B)(6) 2019 and topical skin adhesive was used. The patient had a reaction to the topical skin adhesive, a few days post operatively. The patient experienced redness and blistering. The adhesive was removed and had to stay int the hospital three days longer and was treated with antibiotics. Additional information was requested.